Manufacturer narrative:
The device was not received for analysis; therefore, no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications prior to shipment. Review of the dfu notes the reported event as potential adverse event associated with the tavr/tavi procedure. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is expected to be returned; if the product is returned or additional information is received a follow-up medwatch will be filed. Product was not returned yet.

Event description:
As reported: prior to s3 device being delivered safari wire inserted through pigtail. Wire perforation through the "lvot" on a tavi patient. Ended up opening to repair. Patient is well. "Reported that it looked like the catheter flipped up and the wire was at an odd angle."